Event description:
A physician attempted an arteriotomy closure using the starclose device. The thumb advancer advanced to line up the arrows and complete the third click. The vessel locator wings retracted and the device came out. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.